Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Evaluation statement: the reported issue was confirmed. During the service technicians repair activities the component q9 was noted to be thermally damaged on the power supply board. Because of the damaged component the right side of the device would not detect an attached module. The noted observation and failure mode of the returned pcu device is consistent with findings noted in prior investigations for this same issue. The issue has been addressed in CAPA # (B)(4). The issue has been risk assessed via dir: (B)(4). A review of the device service history from the date of manufacture, 22/jul/2011 to the present was performed and found no qn documented. The recorded servicing in november of 2012 and june of 2016 were deemed not relevant to the found thermal issue. The customer did not allege any patient involvement or report observing smoke, burning smell or flames. No further investigation of this issue by customer advocacy (cad) is deemed necessary and the service department may proceed with the appropriate repair. (B)(4).